Event description:
It was observed during central processing that the maryland bipolar forceps instrument had broken fibers. No further information was provided. No patient harm, adverse outcome or injury was reported

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found instrument with frayed pitch cable at the distal clevis hub. No damage was found at the clevis. The frayed segment is approximately 0.04 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.